Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor filament was missing. The blood glucose level was unknown. The customer reported that when she removed the sensor, she realized that there was no filament on the sensor. The customer reported that they had not found any foreign object remained under her skin and do not need any form of medical assistance. The troubleshooting was not performed for missing cannula. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected four opened/used sensors and found all four sensors with cannula retracted inside sensor. One of four were with cannula broken. Unable to confirmed customer received sensors in said condition due to customer returned opened/used.